Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) reviewed the reported server concern through a remote connection and assessed overall system communication status. The tss verified server processing activity and confirmed that messages were being transmitted successfully without any indication of disconnection. The tss accessed the pharmacy enterprise system and confirmed that orders were correctly displayed under patient profiles. The tss then accessed the hospital system viewer and verified that no patient delay notifications were present. The tss confirmed with the customer that no new issues were being reported at that time. As agreed with the customer, the case was left open for an additional twenty-four hours of observation prior to closure. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.